Manufacturer narrative:
Citation: huenges k et al. The kiel experience with the transaortic approach for transcatheter aortic valve implantation procedures: an update. Innovations technology and techniques in cardiothoracic and vascular surgery, 2017, dec; volume:12, s227-s228. Doi: 10.1 097/imi.0000000000000452. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding experiences with transaortic transcatheter aortic valve implant (tavi) procedures using two different valve prostheses. All data were collected from a single center between february 2014 and september 2016. The study population included 149 patients (predominantly female; mean age 81 years), 37 of which were implanted with a medtronic evolut r bioprosthetic valve (serial numbers not provided). Among all patients, there were eight deaths at 30-days post-implant. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events included: permanent pacemaker implant (n=11), life-threatening bleeding (n=7), stroke or transient ischemic attack (n=5), cardiac tamponade (n=4), moderate paravalvular leak found with 7-day echocardiography (n=2), and conversion to open cardiac surgery (n=1). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.